Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2025 for ongoing dizziness and palpitations. A right heart catheterization measured right atrial (ra) pressure at 15, right ventricle (rv) pressure at 26/14, pulmonary artery (pa) pressure at 32/20, mean pa at 2, and wedge pressure at 12. The pa saturation was at 58% and aortic (ao) saturation was at 93%. The fick cardiac output (co)/cardiac index (ci) was at 3.8/1.8. The pulmonary vascular resistance (pvr) was at 3.7 and the mean arterial pressure (map) was at 110. The pump speed was at 5600 rpm, flow was at 4.1 lpm, power was at 4.1 w, and pulsatility index (pi) was at 2.0. The patient was transferred to optimize left ventricular assist device (lvad) settings. Valsartan was added and pump speed was increased to 5700 rpm. The patient was discharged from the hospital on (B)(6) 2025. They continued valsartan and would follow up in clinic on (B)(6) 2025.

Manufacturer narrative:
This report is a duplicate and the investigation findings will be submitted under manufacturer report #2916596-2025-03118.